Event description:
Healthcare professional confirmed left side capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, g2.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. White particles observed on the surface of the device. Observed wear abrasion on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.